Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Facility phone number is not provided for reporting. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that during surgery on (B)(6) 2018, it was detected that two (2) drill bits were blunt. The surgeon was only able to insert one screw. They also described the screwdriver to be "very odd" as it was described as a 4mm but seemed more like a 4.5mm screwdriver. Concomitant device reported: unknown trauma screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 5.0mm cannulated drill bit. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed, item: 310.630 , lot #: pe02913 , manufacturer: precision edge surgical products; incoming final inspection & packaging completed in monument , qty rcvd: (B)(4), rcvd date: 06 mar 2017 , release to warehouse date: 16mar2017 . Certificate of conformance provided by precision edge. Heat treat # 971728. C of c reviewed and found product was certified to be manufactured by customer and/or industry specifications as noted on the purchase order and drawing. Inspection sheet indicates that product was inspected and passed all required inspections. No ncrs or reworks were generated during the production of this lot. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation flow: damage: visual (appearance not as expected) . Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a blunt/dull drill bit, which agrees with the reported complaint condition. The distal cutting flutes of the returned 5.0mm cannulated drill bit show worn and rounded edges (no longer sharp to the touch). There also exists minor superficial surface wear on the shaft of the drill bit. Document/specification review: the returned device was manufactured in march 2017. Certificate of conformance provided by precision edge. Heat treat # 971728. C of c reviewed and found product was certified to be manufactured by customer and/or industry specifications as noted on the purchase order and drawing. Inspection sheet ns068511, rev a indicates that product was inspected and passed all required inspections. No ncrs or reworks were generated during the production of this lot. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The design drawing made to and current revision for the 5.0mm diameter cannulated drill bit with large quick coupling, 300mm was reviewed during this investigation. The drill bit is specified to be made from 440a stainless steel and heat treated. The 5.0mm cannulated drill bit [part# 310.63 for us / 310.630 for ous] is a reusable instrument routinely used in the 6.5mm and 7.3mm cannulated screws system. Per the 6.5mm and 7.3mm cannulated screws system technique guide, "the self-drilling, self-tapping flutes of the 6.5mm and 7.3mm cannulated screws make pre-drilling and tapping unnecessary in most cases, but in very dense bone, it may be helpful to use the 5.0mm cannulated drill bit and the cannulated tap." No product design issues or discrepancies were observed. Dimensional inspection: the inside diameter/cannulation at the distal tip measured ø2.88mm at cq which is within specification of ø2.95mm +0/-0.1mm per design drawing. The outside diameter of the cutting flutes at the distal tip measured ø4.98mm at cq which is within specification of ø5.0mm +0/-0.03mm per design drawing. Conclusion: a definitive root cause for the returned drill bit becoming dull could not be determined based on the provided information. The most likely cause is cumulative wear of the cutting edges from repeated use. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.